Event description:
Np (nurse practitioner) swabbed pediatric patient for flu and put swab into elution vial and very little solution in elution vial. Swab discarded. Np decided to not re-swab to run test since patient was not cooperative with first swab. Manufacturer response for influenza rapid test, binax now influenza a&b card 2 (per site reporter). Reported equipment failure to abbott technical services ((B)(4)).